Manufacturer narrative:
B3: unknown; no information has been provided to date.e1 - initial reporter phone: (B)(6)h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion error. There was unknown patient involvement.

Manufacturer narrative:
D3: correction. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested but the customer reported problem was unable to be duplicated. The probable case of the reported problem was unknown. The downstream occlusion sensor was replaced as a preventative measure. Service history review identified that this device was last serviced in nov/2024 and there was no indication the complaint was related to previous service of the device.